Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was no relationship found between the returned device and the reported incident. Complaint of handpiece recognition failure could not be reproduced. Product passed functional testing and 2 hour burn-in in enclosed test tower. Handpiece recognition failure did not occur during functional testing on both ports. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review concluded this was a repeat issue. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the controller was not recognizing the hand pieces. No case involved. Therefore, there was no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.